Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was frozen and customer could not access pump features. There was no reported impact to cusotmer's blood glucose. The pump was reset and the issue was resolved.